Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley catheter balloon burst. The catheter reportedly fell out of the patient after. The complainant reported that the urologist was consulted, but it was unknown at that time whether pieces were missing from the balloon.

Event description:
It was reported that the foley catheter balloon burst. The catheter reportedly fell out of the patient after. The complainant reported that the urologist was consulted, but it was unknown at that time whether pieces were missing from the balloon.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection noted an irregular balloon burst at the middle of the sac (opposite inflation eye). Noted missing pieces size of 1cm x 0.9cm. Sample was evaluated under microscope and no conditions were found that could be associated with the reported event. Exact cause could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon to burst. Caution state "single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use."